Event description:
Surgical procedure performed on 1/26/1998. Spine system implanted at l5-s1 level. Patient reported felt pain/discomfort post-op. Screws found to be protruding into sacral foramen. Revision surgery performed on 2/1/1998; two screws at s1 removed and two new screws were implanted. Pt reportedly is fine post-op. This event is occurring below the frequency and severity that are usual for this device.